Event description:
It was reported that the device was in operation on a patient in sim-v mode. The cockpit c300 failed to operate (frozen, unable to operate cockpit) during this time, ventilation still functional / operational. However piezo alarm triggered as suspected communication between cockpit and ventilator not functioning correctly. No patient health consequences have been reported.

Manufacturer narrative:
The investigation was based on the reported event. Furthermore, the device was examined onsite by dräger service technician. The reported event was not recorded in the log file. However, analysis of the log file shows that the cockpit was restarted unexpectedly for unknown reasons. According to the log analysis, it was not visible how long the cockpit function was restricted. However, in case the user cannot adapt ventilation parameters due to a device malfunction for a prolonged time, a serious injury cannot be excluded for patients with a serious condition. Ventilation is not affected by the error pattern and continues with unchanged settings. Safety-relevant parameters such as fio2, minute volume or airway pressure are shown on the secondary oled display of the ventilator and the user can monitor the ongoing ventilation. The technician was unable to reproduce the reported event. The device was tested without deviation in accordance with the manufacturer's specifications. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device was in operation on a patient in sim-v mode. The cockpit c300 failed to operate (frozen, unable to operate cockpit) during this time, ventilation still functional / operational. However piezo alarm triggered as suspected rommunication between cockpit and ventilator not functioning correctly. No patient health consequnces have been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.